Event description:
Customer reported of having difficulties with sensor. It was reported that customer did not see the sensor cannula when sensor was removed. Customer is not sure if cannula is still in the body. Customer was advised that an xray would determine if cannula was still in the body. Customer was advised to return the sensor for failure analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.